Event description:
See initial report.

Manufacturer narrative:
Through follow up it was clarified that the mentioned system was upgraded. Based on the information gathered during the investigation of the complaint and the analysis of similar occurrences, it is likely to assume that the fault was caused by a leaking cooling coil. The reported event is a known issue . Based on the findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage to the cooling compressor system. The compressor failure leads to an increase in the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A review of the service history of the device has been conducted, indicating that the system was manufactured in 2017. A review of complaints was conducted, revealing that other occurrences of the issue have been reported to livanova. Based on the information gathered during the investigation of the complaint and the analysis of similar occurrences, it is likely to assume that the fault was caused by a leaking cooling coil. The reported event is a known issue. Based on the findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage to the cooling compressor system. The compressor failure leads to an increase in the leakage current of the device and the circuit breaker will trip. According to livanova traceability, the erosion kit upgrade was not performed. Therefore, it is reasonable to assume that the condition of the evaporator has been compromised over time, leading to the issue. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer and on-site fault analysis revealed a defect in the compressor, however the capacitor was working. No repair was however carried out. Device not ready for use. On november 11, 2024 it was clarified that the device tripped a part of the operation room mains and the 3t heater cooler was the only device on that particular fuse, so no other device got affected by that. Th device will be most likely scrapped due to the high repair cost. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t triggered the fault current circuit breakers (fi) during set up. There was no patient involvement.